Manufacturer narrative:
Block e1: initial reporter's facility name is (B)(6). Upon receipt at our post market quality assurance laboratory, microscopic images of the returned smartfreeze cryoablation cable revealed polyimide damage on one end of the cable. Functional testing was performed, the device was connected to a smartfreeze gold system to replicate the error observed in the field, and 120 second ablations were performed on each end of the cable with a known-good catheter. When end 1 was connected to the console-side port- the ablation was successful with no change in outer balloon pressure (obp). With this, the reported event of outer balloon pressure too high could not be confirmed. Furthermore, when connected to end 2, the console experienced a refrigerant flow obstruction (rfo) error within 5 seconds of the ablation. This error is most likely caused by the damage during destructive analysis performed to extract the foreign material. Additionally, a secondary finding of foreign material was found during visual inspection- a circular piece of malleable plastic occluding the end of the inner polyimide tubing. Raman spectroscopy confirmed the material as polyethylene. A depth profile found the thickness to be within the range of 100-250 microns. Comparison of the material to product components and return packaging did not yield a definitive match; therefore, the source of the material could not be confidently determined, and the root cause remains unestablished.

Event description:
Reportable based on device analysis completed on november 20, 2025. It was reported that the error "outer balloon pressure is too high" occurred. During an ablation procedure to treat atrial fibrillation, a smartfreeze cryoablation cable was used in the inguinal region. During the initial inflation at the time of preparation, the error message "outer balloon pressure is too high" occurred. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. The device is expected to be returned for analysis. However, analysis of the returned device revealed the presence of foreign material. Please see block h11 for full investigation details.